Event description:
Patient believed positive result was inaccurate and called to request results to be changed. Patient was previously tested positive and had been quarantined for 2 weeks.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, patient reference number (B)(4) was found in metabase (patient database) that the patient did receive a positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 01:14 pm pst. The result for this test was released on (B)(6) 2021 at 03:22 am pst. The patient's sample resulted in a viral CT value of 34.873. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took multiple other curative tests on (B)(6) 2021 ( barcode : (B)(4)) with a viral CT of infinity which translates to negative result and (B)(6) 2021 (barcode : (B)(4)) with a viral CT of 33.965 resulting into a positive test. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-(B)(6) at position f6. Plate was extracted manually by em using integra # 5, kit lot # 599095 filter plate lot 599134, tcep lot 012521jt-tc1, and wash buffer lot 012521jt-ng3. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 265 was used for pcr. Furthermore, the patient had received a positive result on (B)(6) 2021, indicating the positive result for (B)(6) 2021 is due to "viral shedding" wherein the body is releasing viral particles from previous infection. Customer success team responded to the patient on (B)(6) 2021 and explained to the patient how curative's pcr test works. They also explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.